Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. The implantable cardiac monitor exhibited under-sensing leading to false pause episodes. The electrocardiograms revealed that the false pause episodes were due to loss of electrode contact in the pocket. The device remained implanted and the patient would be monitored. No intervention was performed.

Manufacturer narrative:
Date of event should have been (B)(6) 2018 rather than (B)(6) 2018.